Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) received a request from the customer to close the case after identifying that the issue was caused by a conflict between two devices on the network, where one device recognized the updated password while the other did not. The tss confirmed that the cache on the second device was cleared, which resolved the inconsistency, and proceeded with case closure and confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue;

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, repeated bio ID authentication failures occurred during login attempts, which resulted in user accounts being locked. Multiple crnas and anesthesiologists were unable to access the anesthesia system, requiring it intervention to unlock their ad accounts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.